Manufacturer narrative:
An event of patient death was reported. The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
On (B)(6), a 21 mm trifecta valve was implanted. On (B)(6), the patient was admitted with dyspnea, chest pain and congestive heart failure and was medically treated. Up until (B)(6), the patient seemed to be doing okay but then became unresponsive. On (B)(6), the patient died; at that time the death was not related to the trifecta valve. Follow-up information received by clinical on (B)(6), indicated the potential cause(s) of death to possibly be pacemaker failure, pulmonary embolism, ventricular dysrhythmia or prosthetic or native valve dysfunction. Additional information received by clinical on 01 nov 2017, indicated the primary cause of death to be a neurological event. An autopsy was not performed and the valve remains implanted in the deceased. (Clinical study patient ID: (B)(6)).